Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if additional info was received, a supplemental MDR will be sent.

Event description:
Report received from u.s.a. Stating that the device was overheating. It is known that the event occurred during surgery. There was no pt or user injury; however, it is not known if there was medical intervention reported related to this occurrence. No additional info available.